Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification with missing pixels. It was also noted that the ring cover and one bail cover were broken and the ring was bent. (B)(4).

Event description:
It was reported the lower display was missing pixels. It was hard to see information. The device was returned for repair. No patient complications were reported as a result of this event.